Event description:
The customer reported that the insulin pump alarmed button error during normal use. The customer also stated that the insulin pump may have over delivered insulin after alarming. The customer stated that after the insulin pump alarmed, it began delivering more insulin than she had originally programmed. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad traces. The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was programmed with correct time and date. The insulin pump was monitored for six days, several boluses were programmed and delivered. No unexpected bolus or bolus anomalies were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.